Manufacturer narrative:
The pushwire was returned for evaluation without the implant coil as it was discarded. The pushwire was found bent at 97cm and 170cm from the proximal end; however, evaluation could not determine the cause of the event. The IFU (instructions for use) for axium coil includes the following warning: "a kinked pusher may lead to pre-mature detachment." (B)(4).

Event description:
Treatment of an aneurysm located in the p-comm (posterior communicating artery). During the procedure, it was reported that the axium implant coil prematurely detached in the microcatheter and was removed from the patient. No patient injury was reported as a result of the procedure.